Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the complaint of a leak of chemotherapy drug carboplatin was confirmed as the administration set ruptured at the upper end of the silicone segment. The complaint of ruptured tubing was confirmed through inspection of the returned administration set. Inspection of the returned administration set found a rupture on the silicone segment at the upper fitment. Although the event medication was reported as carboplatin, the administration set was returned for investigation with an empty 50ml bag of 0.9% sodium chloride injection attached to the set¿s drip chamber spike. Testing of the event administration set could not be completed due to the damage observed. A disposable file (B)(4) was created to further investigate the report of ruptured tubing. External and internal inspection of the device found incidental findings only with no relation to the reported complaint. Bd service bulletin 621a was issued july 2019 requesting recall of all bezels manufactured between april 2011 and june 2017. The third-party parts notice (dated 07feb2022) states that only original bd pump module parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the directions for use. Laboratory testing found the device was operating as expected. Review of the pcu event log showed on 17 april 2024 at 4:07 pm, the pump module received a remote IV for an intermittent primary infusion of carboplatin (drugid=194) to infuse at a rate of 480 ml/hr for a duration of 30 minutes (vtbi=240 ml). The pump module alarmed two (2) times for patient side occlusion before being channeled off. Total volume infused of carboplatin (drugid= 194) was calculated as = 0.317 ml review of the pcu error log showed no errors were recorded on the reported event date. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Previous investigations identified overextension of the silicone tubing was caused when fluid rapidly infused through an injection port and the downward push pressure exceeds the fluid flow capacity of the disposable tubing. Best clinical practice dictates, to ensure the entire dose of medication is being administered to the patient and to prevent the pumping segment from ballooning or rupturing, the tubing must be clamped above the port prior to administering a bolus, IV push medication or flush, even if the tubing is in an infusion device. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of a leak of chemotherapy drug carboplatin was identified as the ruptured silicone tubing on the administration set. The root cause of the complaint of ruptured tubing was not definitively identified; however, the observed failure is consistent with an IV push being administered into an injection port without the tubing being clamped off above the push site. A disposable file (B)(4) was created to further investigate the report of ruptured tubing. Note that this report lists imdrf annex a1801, a0509, a040502, a0404, g04067, g04037, g0301201, g0405206 , g04088 , c23, c16 , c070606 , c0601, d02, d03, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was a chemo leak of carboplatin. The intended volume rate was 900 mg/240ml at a rate of 480ml/hr. The intended volume to be infused was 240ml. The medication was programmed via barcode scanning. After (2) two minutes of infusing the customer states, "a loud pop was heard" and there was spill from the ruptured tubing. There was patient involvement, but no harm. Additional information received: the customer states " the pump did not alarm, but we are unsure what made pressure build up in the tubing to make it rupture. The chemo agent that was running did spill into the IV pump".

Event description:
It was reported that there was a chemo leak of carboplatin. The intended volume rate was 900 mg/240ml at a rate of 480ml/hr. The intended volume to be infused was 240ml. The medication was programmed via barcode scanning. After (2) two minutes of infusing the customer states, "a loud pop was heard" and there was spill from the ruptured tubing. There was patient involvement, but no harm. Additional information received: the customer states " the pump did not alarm, but we are unsure what made pressure build up in the tubing to make it rupture. The chemo agent that was running did spill into the IV pump".

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was a chemo leak of carboplatin. The intended volume rate was 900 mg/240ml at a rate of 480ml/hr. The intended volume to be infused was 240ml. The medication was programmed via barcode scanning. After (2) two minutes of infusing the customer states, "a loud pop was heard" and there was spill from the ruptured tubing. There was patient involvement, but no harm. Additional information received: the customer states " the pump did not alarm, but we are unsure what made pressure build up in the tubing to make it rupture. The chemo agent that was running did spill into the IV pump".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility